Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room for pain around the cardiac resynchronization therapy defibrillator (crt-d), that had been going on for several weeks and got worse. The patient was prescribed an antiemetic and narcotics for chest wall pain. A chest x-ray was found non-acute. The device was interrogated and was functioning properly without any abnormalities. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.